Event description:
It was reported that this boston scientific implantable device as the associated competitive right ventricular lead have a history of intermittent spikes in pacing impedance measurements with some measurements greater than 2000 ohms. Additionally, pacing inhibition of greater than two seconds was observed due to oversensing of noise. The most recent evaluation confirmed all lead values were stable in bipolar mode. The lead configuration was changed from unipolar pacing and bipolar sensing to bipolar mode for both as the patient was experiencing some pocket stimulation with unipolar pacing. A boston scientific boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator (pacemaker) and the non-boston scientific right ventricular (rv) lead have a history of intermittent spikes in pacing impedance measurements with some measurements greater than 2000 ohms. Additionally, pacing inhibition of greater than two seconds was observed due to oversensing of noise. Further evaluations confirmed all lead values were stable in bipolar mode. The configuration was changed from unipolar pacing and bipolar sensing to bipolar mode for both leads, as the patient was experiencing some pocket stimulation with unipolar pacing. A boston scientific technical services consultant documented and discussed the reported clinical observations. This pacemaker and the rv lead remained in service until they were eventually explanted and surgically abandoned, respectively. Both products were replaced. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed al pin gauge tests. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Corrected fields: h6 (patient codes): code "e2403 - no clinical signs, symptoms or conditions" was corrected to "e2103 - device overstimulation of tissue" and "e060101 - asystole".

Event description:
It was reported that this implantable pulse generator (pacemaker) and the non-boston scientific right ventricular (rv) lead have a history of intermittent spikes in pacing impedance measurements with some measurements greater than 2000 ohms. Additionally, pacing inhibition of greater than two seconds was observed due to oversensing of noise. Further evaluations confirmed all lead values were stable in bipolar mode. The configuration was changed from unipolar pacing and bipolar sensing to bipolar mode for both leads, as the patient was experiencing some pocket stimulation with unipolar pacing. A boston scientific boston scientific technical services consultant documented and discussed the reported clinical observations. This pacemaker and the rv lead remained in service until they were eventually explanted and surgically abandoned, respectively. Both products were replaced. This pacemaker is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Corrected fields: h6 (patient codes): code "e2403 - no clinical signs, symptoms or conditions" was corrected to "e2103 - device overstimulation of tissue" and "e060101 - asystole"

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this boston scientific implantable device as the associated competitive right ventricular lead have a history of intermittent spikes in pacing impedance measurements with some measurements greater than 2000 ohms. Additionally, pacing inhibition of greater than two seconds was observed due to oversensing of noise. The most recent evaluation confirmed all lead values were stable in bipolar mode. The lead configuration was changed from unipolar pacing and bipolar sensing to bipolar mode for both as the patient was experiencing some pocket stimulation with unipolar pacing. A boston scientific boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.